Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer obtained the results of 395 mg/dl and 154 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that the customer took 1 unit of humulin r insulin after the first result. Reporter stated the customer drank juice and ate after obtaining the second result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.